Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced increased pain, dysuria, and frequency. Additionally, a cystoscopy performed on (B)(6) 2011 revealed mesh erosion through the left aspect of the bladder. All other information, including the patient's current condition, is unknown and reportedly unavailable.